Manufacturer narrative:
(B)(4). Initial reporter - phone number provided was: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day. Treatment and cause of the peritonitis was not reported. The outcome was unknown. Additional information is not available.